Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with alarm sounding and "short circuit detected" error message on both ports a & b. Cause of alarm and error is shorted electronic components on the main pcb. Two transistors were shorted out and a resistor was burnt. Reason for electronic component failure is unknown but a shorted out mdu is a possibility. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Insufficient clinical documentation was provided; therefore a thorough medical investigation could not be performed. No further impact to the two affected staff members is anticipated. A corrective action has been initiated to mitigate future recurrence of similar events. Insufficient clinically relevant documentation was provided; therefore a thorough medical investigation could not be performed. The impact to the two staff nurses was communicated as extreme coughing and drowsiness with low o2 saturation for which oxygen therapy was administered. It was further reported that one nurse received additional oxygen therapy upon seeing the accident consultant and was also ¿written sick¿ for the following day; however, both are currently doing well. No further impact to the two affected staff members is anticipated.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that there was a strong smoke development and short-circuit disturbance. An employee from the hospital was "injury" (breathlessness and daze). A backup device was available to complete the procedure with no significant delay.